Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08a6v, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_wrench_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported that there were telemetry issues in the operating room (or). The implant could not be communicated with. The reporter stated that there were no ¿new fixtures or equipment¿ in the o.r. That he could identify. There were no new lights and the ¿fluoro was off in the corner.¿ the reporter stated that he used two clinician programmers. Two days later, it was reported that the reporter believed that the device was not drained. The reporter stated that he was able to initially communicate with the device and the impedance check took a great deal of time for the reading to come across. The reporter noted that they obtained several telemetry failures when attempting to communicate the first time. This issue occurred during a revision surgery and the device was replaced. The reporter was able to communicate with the new device without issue. Additional information was requested, but was not available as of the date of this report.